Manufacturer narrative:
(B)(4) for suture detachment.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold lite vaginal support system, as the physician was throwing the first leg assembly, the lead suture detached. Reportedly, the detached suture, with the needle at the end, was captured inside the capio cage. The physician completed the procedure with another uphold lite vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.